Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of shingles was exacerbated by the lifevest equipment. Patient described the area as painful and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed ointment and pills for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.